Event description:
I signed up with hubble contacts in (B)(6) 2020. I never had an eye exam to be fitted for contacts and wasn't aware at the time that the prescription would be different than my glasses prescription. Their website does say that all orders require a valid prescription from a doctor and they would contact my doctor to verify it. I then selected my doctor and ordered. Once the contacts shipped I was happy to know this strength of lens was correct since the doctor must have verified it. When I finally received them, I immediately tried them out. At first there was a horrible burning sensation but it eventually went away. I could not see clearly and could feel my eyes straining but I assumed it was normal until my eyes got used to wearing the contacts. About an hour later I got a headache which turned into me having my first migraine, and it lasted 3 days. On the 3rd day I decided to wear my glasses instead and within an hour the migraine went away. About month later I broke my only pair of glasses and decided to try these again. I got occasional headaches but was able to continue wearing them until I could get an appointment with my eye doctor to order new glasses. I had to wait a month before I could see him. On the day of my appointment I had to have an updated exam and was told my vision has changed. We spoke briefly about the contacts and I was advised to immediately stop wearing them, that they did not verify my prescription with hubble contacts and that the prescription I was wearing was very different than what I needed. I had already canceled my subscription with hubble contacts in january so I did not contact them regarding this. On (B)(6) they made an unauthorized charge to my card for an order of contacts that I did not place. I contacted them about this and they said they were about to ship them anyways, and that they do not accept returns since they are medical devices. I informed them that they do not have a prescription for me but continued with the order anyways. FDA safety report ID# (B)(4).